Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported the mrx device would not pace on a patient. It was reported that the involved patient may have been harmed. This is under further investigation, more information regarding the patient outcome has been requested.

Manufacturer narrative:
It was reported to philips that the involved patient may have been harmed, but the customer could not provide further information regarding the patient outcome. The customer could not provide any further information regarding the device evaluation, repair or current disposition. There is no data to support a conclusion is available. No conclusion can be determined.